Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states that leakage was found on the hub of the catheter when cleaning using povidone iodine. The catheter was placed on (B)(6) 2012. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.